Manufacturer narrative:
All available information was investigated, and the reported detached actuator knob was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported detached actuator knob to be related to a potential product quality issue. Therefore, exception (issue) 135743 was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. When the mitraclip xtw entered the left atrium, the actuator knob on the clip delivery system was noted to have completely detached. The clip was removed and a replacement xtw was implanted successfully, reducing mr to trace. There were no patient consequences or clinically significant delay.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. When the mitraclip xtw entered the left atrium, the actuator knob on the clip delivery system was noted to have completely detached. The clip was removed and a replacement xtw was implanted successfully, reducing mr to trace. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.